Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit was not able to reproduce the complaint issue. The fse reported that the internal helium tank refilled 100% in less than 12 seconds every time it was tried. In addition the fse stated that here were no leaks. The male connection on the docking area for the helium was lubricated and since there was no problem found, the unit was tested and passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that when finishing with the transport, the internal helium tank in the cardiosave intra-aortic balloon pump (iabp) was not refilling fast enough. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, e1(site country), e2, e3, g3, g6, h2, h4, h6 ( type of investigation, investigation findings, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.